Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the date of the initial procedure? Was the surgeon that performed the initial procedure the same that performed the second procedure? What tissue layer was the mic111g used on? What date did the patient present with pain? What was the date of the second procedure? What was the indication for the second procedure? Can you describe the area where the mic111 suture was used? What is the surgeon opinion as to contributing factors to the symptoms? What are the patients age, weight, bmi, other medical conditions? What is the current condition of the patient?

Event description:
It was reported that a patient underwent an appendectomy procedure on an unknown date in 2019 and suture was used. At the end of the loop there usually is 1 cm long end piece. In this case end piece had been about 4 cm. Patient suffers from post op pain because of this. The patient underwent a second procedure on unknown date and the long end was cut in repeat surgery. Patient still complains of pain of unknown cause. The surgeon opines that the pain might cause from 1st surgery. Additional information has been requested.